Event description:
During a scheduled maintenance inspection, physio control found that the device would not deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio- control recommended replacement of the quik-combo adapter assembly to repair the device. However, the customer declined physio's repair offer and elected to remove it from service as it was used as a back up defibrillator. Follow up with the reporter found that the customer will be trading in the device for a credit towards a purchase of a replacement defibrillator.